Event description:
The pt underwent a kidney transplant. Post operatively, the pt experienced a dehiscence. During the re-operation to repair the dehiscence, it was noted that there was a broken suture.